Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had stimulation in an undesired location daily that was related to positional movement. The patient had no stimulation when she sat down and only felt stimulation when she moved. She had no stimulation in the back or the legs when standing up. There were no falls or trauma reported that could be related to the issue. The patient said that she needed reprogramming. The issue was reported to have been sudden. The issue occurred during use two and a half months ago since (B)(6) of 2015. Additional information received from the consumer reported that an appointment was scheduled for (B)(6) 2015 with the managing physician and a manufacturer representative was supposed to be there. It was noted that the patient really needed the stimulator. Additional information received from the healthcare provider stated that the patient was seen at her appointment on (B)(6) 2016 and the manufacturing representative tried to reprogram but that did not resolved the issue and that they thought something might be wrong with the patient lead. She said that it was possible that the lead will have to be replaced. She did not have any other information. Additional information was received from the manufacturer representative (rep) indicating that the lead impedances were taken and contacts 8-15 were out of range. It was noted that 0-7 contacts were extremely high. The patient was referred to their doctor for review. The cause of the lead issue was not determined. The device serial numbers involved were not available at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Additional information was received from the patient via a rep. It was reported that the patient wanted the device explanted. The device had not worked for close to a year. The rep was at the hospital for another procedure and was informed of this patient by the surgeon. The rep saw the patient pre-operative at the surgeon¿s request. Impedance was checked on (B)(6) 2016 and showed high impedance (>10000 ohms) on all contacts 0-16. It was noted that the patient contacted the manufacturer and was told to ¿check her batteries¿, but it was unknown who she spoke with. The doctor asked the patient if she wanted them to try troubleshooting the leads at the battery site to see if it was a connection issue, but the patient stated that she just wanted it removed because she was ¿tired of dealing with it¿. The leads and implantable pulse generator were removed on (B)(6) 2016. The product was discarded by the customer and was not replaced. It was noted that the issue had resolved and the patient was alive with no injury. The issue occurred during normal use. Refer to manufacturer report #3004209178-2015-24904 for the report of this event for the patient¿s implantable neurostimulator. Refer to manufacturer report #6000153-2016-00046 for the report of this event for the patient¿s other lead.